Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away due to an unreported cause. The cause of the peritonitis was not reported. On an unreported date, the patient was admitted to the hospital for unrelated issues. During hospitalization, the patient experienced peritonitis (date unspecified). Treatment for the peritonitis was described as the ¿conservative care pathway was taken¿ (no further detail was provided). Subsequently the patient passed away. The cause of death was not reported. It was not reported if the patient recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.